Event description:
Report received from the end user states that she began swimming and developed red non raised bumps that were scattered under the outside of the flange under the skin barrier. The end user has been using an ostomy powder and barrier wipes. The patients subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Devices listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the information was not provided or is unknown. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.